Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. The log was download finding errors related to the complaint. Confirmation of the complaint was confirmed due to the device being in perpetual rebooting. The probable cause could not be determined. No injury or medical intervention was reported.